Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in the operating room for an elective replacement of a device. A new right ventricular lead was successfully implanted. Lead measurements were within acceptable range and the device pocket was closed; however, the patient remained in unstable condition. The patient had experienced complications after surgery. Eventually the patient was taken in to surgery for repair of a right ventricular perforation. The patient died because their cardiac function was too poor and they had to be taken off the heart pump machine.